Event description:
It was reported that during the implant attempt, the helix would not extend appropriately. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the conductor was bent and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the helix would not extend appropriately. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).